Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a noise image was reproduced. Due to a damaged scope connector, a noise image occurs. Upon evaluation additional findings were noted: due to wear of angle wires, the play of up/down knob is out of standard value, chipped adhesive on the bending section cover, cracked adhesive on the bending section cover, white-clouded area on the adhesive on the bending section cover, dirty scope connector, assorted scratches, peeled adhesive around the objective lens, cracked light guide lens, peeled adhesive around the light guide lens, dented scope connector cover, and a wrinkle on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus when the universal corrugated tube was touched the image appears noise with use of evis lucera elite gastrointestinal videoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.